Event description:
Customer called to report that the insulin pump alarmed battery out limit during normal use. Customer stated that they are experiencing high blood glucose levels. Customer's blood glucose reading was 400 mg/dl. Replacement product is being sent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.